Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10. The complaint company iii (d) cartridge samples were not returned. Two unopened samples for lot# 32729690 were returned. One sample was pulled randomly for evaluation. The cartridge was visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The complaint company iii (d) cartridge samples were not returned. It is unknown if qualified associated products were used. Unopened samples were returned. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. B. Viscoelastic: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. C. Iol: the use of non-qualified lens model/diopter may result in delivery issues and/or damage. D. Handpiece: the use of non-qualified handpiece may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been five other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was foreign material confirmed on the lens. The foreign material was removed and the procedure was completed. There was no reported patient impact. Additional information was requested.